Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device was used for tevar. The access was gained from the right. The original plan was to place zta-p-28-201-w1 in the peripheral part, zta-p-30-201-w1 in the proximal part, and two zta-de-30-108-w1 at the junction part and peripheral part in this order. After placing zta-p-28-201-w1 in the peripheral part, the physician opened zta-p-30-201-w1 for the proximal part. As usual, he did preparation and inserted the delivery system into the patient's body, but he felt resistance immediately after the insertion, so the device was removed. The physician said that feeling of touching the device was different than usual although the surface of the device got wet with saline again to activate the hydrophilic coating. The physician tried delivery the reported device again, but he still felt strong resistance, so he abandoned delivering the reported device. Therefore, another zta-p-30-201-w1 stored as a backup was used instead. The substitute zta-p-30-201-w1 could pass through the access route without resistance, and was placed in the proximal part. Afterwards, two zta-de-30-108-w1 at the junction part and peripheral part were placed as scheduled. The procedure was completed as originally planned, and no endoleaks were observed. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after investigation the event for this (B)(4) is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.